Manufacturer narrative:
Reported event: an event regarding wear involving a mako insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause could not be established due to limited information. Further information such as return of the device, pathology reports, pre- and post-operative x-rays, and the revision operative report, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Surgeon revised an mck left medial tibial insert due to the need to remove loose bodies in the knee.